Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple new orders were not crossing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station multiple new order not crossed. The technical support specialist dialed into the server to investigate order processing issues. Ran a query and found that order showed multiple updates but had time processed as null. The error text indicated: rx order msg component type not provided an item with the same key has already been added and the error code stated: a component type was not provided within the compo unhandled processing error multiple orders failed due to the same error. The relevant knowledge article was referenced. Messaging service logs revealed several errors where patient encounter data was not processed due to missing facility codes. The following facility codes were affected: csvh, vsvrcc, amrr, tmc, aat, smic, neu, smg. The tss confirmed with the customer the issue had not occurred. The system functioned as intended after the technical support specialist resolved the issue.